Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The devices were not returned to bsn.

Event description:
A report was received that a few days into the trial procedure, the patient experienced excessive pain at the lead site and the pain had become worst. The physician believed that the pain was not device related, instead, it was related to the procedure due to the lead that was pulled in and out in the space. Early removal of the lead was done and the severe pain was resolved when the lead was pulled out of the patient's body.

Event description:
A report was received that a few days into the trial procedure, the patient experienced excessive pain at the lead site and the pain had become worst. The physician believed that the pain was not device related, instead, it was related to the procedure due to the lead that was pulled in and out in the space. Early removal of the lead was done and the severe pain was resolved when the lead was pulled out of the patient's body.